Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 30 mg/ml morphine at a dose of 2.998 mg/24 hours via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that the patient underwent a pump replacement (for normal end of life) on (B)(6) 2017. On (B)(6) 2017, the patient started having symptoms of withdrawal. The hcp performed a rotor study (rotors turned successfully) and a dye study (the hcp could not aspirate). Since the catheter could not be aspirated, the hcp implanted a new catheter. There was a catheter obstruction and the patient was exhibiting withdrawal symptoms. A rotor study was performed and the rotors turned fine. A dye study was performed and the catheter could not be aspirated, so no dye was pushed. The catheter was replaced on (B)(6) 2017. The old catheter remains implanted, but out of service. The hcp ligated and tied it off in the pump pocket. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report and the patient status was alive with no injury. The patient¿s weight and medical history were asked and would not be made available. There were no further complications reported or anticipated.